Manufacturer narrative:
H2-3) the software analysis concluded that based on the information provided, likely issue was with no software license presence, this did not appear to be an issue with software. As per the case description, the dti data was not available. As per the resolution details, reloading the software and license and importing from universal serial bus (usb) resolved the issue. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735913, version: 1.4.0, a manufacturer representative (rep) went to the site to test the navigation system. It was reported there was a software failure. The rep could not import exam on the system. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the diffuser tensor imaging (dti) data was not available. There was no patient involvement. The dti was an exam that could be edited within the system. The cause of the event was that the exam format was not available.